Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had vibrate anomaly. Customer works construction all day and wears ear plugs so he is unable to hear the pump. Customer blood glucose level was unknown. Insulin pump will not be returned for analysis.